Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated the patient has not been using their ins because it hasn't been working. The caller did not have any additional information. No further complications were reported. No patient symptoms were reported.